Event description:
Fire discovered in pt's room. Preliminary investigation by outside authorities (fire & police) indicate that fire was accidental and caused by the attempt of the pt to light a cigarette while on oxygen. Pt expired. Burns involved lt arm, minor facial and abdominal burns.